Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis; details and nature of hospitalization were not provided. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer was discharged from the hospital after seven days. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.